Event description:
It was reported the customer went to the emergency room and subsequently hospitalized in the pediatric intensive care unit with a blood glucose level that was in the 500's, with ketones that were identified as dangerous by a healthcare provider, cause was unknown. Customer received treatment involving intravenous fluids of saline and insulin, along with dextrose, which successfully resolved the issue. There was no report of permanent injury, and customer was released from the hospital on (B)(6) 2025. System check with tandem technical support confirmed the pump was functioning as intended.